Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the customer experienced persistent #20008 system error codes when installing a sterile adapter on a pt side manipulator (psm). An isi tech support engineer (tse) determined that the fault was related to the psm and had the customer shut down the system and check the system cable connectors, all connectors were found to be normal. The tse had the customer exercise the psm axis, power on the system and home, however, when the customer attempts to seat, a sterile adapter on the psm the #20008 system error codes continued to recur. The pt was under anesthesia for approx. Ten minutes when the surgeon decided to abort and reschedule the planned surgical procedure to a later date.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with a pt side manipulator (psm). The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The #20008 system error codes appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". Engineering concluded that a broken clamp screw was allowing an axis to spin freely, thus generating the system errors experienced by the customer. The psm was repaired by replacing the four carriage clamp screws. As of 2008, there have been no reported recurrences of the issue at this hospital.